Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a missing battery door, and a damaged dso sensor. There was no evidence in the event history log. Functional testing was unable to verify an unknown issue; however, the damaged dso sensor was revealed. The battery door, rtc battery, and dsp sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair for an unknown issue. There was unknown patient involvement.